Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 09) occurred when the pump was loaded with 180 units of insulin. Customer loaded a new cartridge but the cartridge leaked. Customer loaded a new cartridge to resolve the issue. Additionally, resistance was experienced with filling a cartridge. A new cartridge was successfully filled and loaded onto the pump. Customer's blood glucose was 180mg/dl.